Event description:
Complainant alleged that while attempting to treat a patient in full cardiac arrest (age & gender unknown), the device was unable to analyze and would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the detached interconnect cable from the connector of the analog board. The interconnect cable will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.